Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the reservoir had air bubble anomaly. The blood glucose was 150 mg/dl at the time of the incident. Customer stated that she was not seeing drops in her reservoir. Customer also reported the insulin flow blocked alarm during basal. Assisted customer in performing a 5.0u fill cannula and the insulin exited. The reservoir will not be returned for analysis.